Manufacturer narrative:
This device was being used for an unapproved indication. This device is only indicated for percutaneous transluminal valvuloplasty of the pulmonary valve and was being used for pre-tavr valvuloplasty. A comparative catheter from a different lot was pulled and tested for rated burst pressure. The labeled rbp for this device is 2.0 atm. The comparative catheter was immersed in a body temperature bath and inflated until failure. The device was taken to rbp (2.0 atm) with no issues. It was then over inflated to 3.5 atm, which is greater than the rbp, where it burst longitudinally. An inflation device was not used. It is not known what pressure the device was inflated to. An inflation device with pressure gauge is recommended per the instructions for use.

Event description:
The balloon ruptured and was sheared apart when it was removed from the body. The balloon ruptured longitudinally. The indication the physician was using the balloon for: valvuloplasty pre-tavr. An inflation device with pressure gauge was not used. The size and type of introducer sheath used: 8 fr no brand provided. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy. The patient was fine post procedure. A second balloon was not needed to complete the procedure.